Event description:
Pdm malfunction - intermittent lead failure led to intermittent display of waveform throughout case. All waveforms (EKG, arterial line bp, pulse) disappeared even though EKG leads were the only ones to go out. This occurred intraoperative during open heart surgery.